Manufacturer narrative:
Returned product analysis revealed the core wire was twisted and fractured. The spring coil remained intact. A short section of the core wire was not returned for analysis. The exact cause of the wire fracture could not be determined.

Event description:
During a ptca procedure, the distal tip of the wire fractured and was retrieved with a snare. Pt status is listed as "ok."